Manufacturer narrative:
The customer biomed replaced the k6a valve (part number 0119-00-0170). Note: this error messages were also observed earlier in (B)(6) 2011 and then later in (B)(6) 2011. Ref to MDR 2249723-2014-01114 (B)(4) and 2249723-2014-01108 (B)(4), respectively. (B)(4).

Event description:
The customer's biomed reported that while the iabp was in use on the pt, fault codes 45 (system failure) and 65 (safety vent failure) were observed in (B)(6) 2011. No pt injury was reported.